Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/25/2026, the dexcom app and receiver were consistently displaying an egv of 40 mg/dl, despite the sensor having been inserted on the arm two days earlier. At the time of the low readings, the patient¿s blood glucose meter (bgm) measured 462 mg/dl. Due to this discrepancy, the patient was transported to the emergency department. Upon arrival, the patient underwent clinical evaluation and confirmatory glucose testing. According to the reporter, the hospital¿s bgm result aligned with the elevated bg value obtained at home, although the exact hospital reading was not provided. Based on the confirmed hyperglycemia, the medical team administered 5 units of humalog insulin and initiated IV fluids. The patient was discharged in under 24 hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.